Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01130. It was reported the patient got out of bed and felt a pop and the stimulation immediately stopped working. An abbott representative interrogated the system. It was found the lead had migrated and all impedances were high. It was reported the patient's leads were explanted and replaced. The patient's stimulation was restored and the issue was resolved.